Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2008 and (B)(6) 2008 and mesh was used. Dates of product implanted not clarified. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was used. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to the patient¿s structures and tissues. The outcomes attributed to the device were pain, erosion, infection, recurrence, bleeding, vaginal scarring, and urinary/bowel problems. It was reported that the patient underwent removal on (B)(6) 2009 and in (B)(6) 2010. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04382. The same patient is represented in each medwatch.